Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2011 for a scheduled device replacement procedure. The patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2011 for device and lead system extraction due to infection. A temporary pacing lead was inserted and the patient was scheduled for device/lead implant in the near future. Following the procedure, the patient's health status deteriorated and the patient died. The cause of death was attributed to infection and other co-morbitities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.